Event description:
The reporter stated "holmium laser was being used to break down a bladder stone. The 1,000 um fiber was selected and inserted into the laser by the rn laser operator. The watts was increased to 80, and the pps was set to 13 as requested by the surgeon. The 1,000 micron laser fiber was introduced through a rigid cystoscope after visualization of the stone. When the surgeon was attempting to use the laser, it was noted that the laser was not putting out proper energy. The laser beam and aiming beam would not work. The laser was used for a total of 7 minutes. The nurse manager for or urology services was called and asked to come to the or suite. At that time the surgeon was asked if the rn laser operator could change the fiber and try a new one to see if the new fiber would work. The laser was placed on standby and a new fiber was inserted by the manager. She was unable to adjust the aiming beam and the watts. She turned the laser off and back on. After turning it back on, the laser started smoking, was shut off, unplugged and moved out of the building. A fire extinguisher was used on the machine. No flame was seen." This information is documented as reported to trimedyne.

Manufacturer narrative:
The manufacturer provided the information in this report. (B)(4) - no consequences or impact to patient. (B)(4) melted, smoke. Optics assembly had thermal damage due to back-scatter of laser energy. Possible cause is laser fiber that was or device that exceeded its useful life. (B)(4).